Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this lead returned a few weeks post implant, due to pain. An interrogation showed higher than expected thresholds measurements however, no loss of capture. The physician elected to explant and replace the lead. The explanted lead is expected to be returned for analysis. No procedural adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a complete lead with a retracted helix. The outer insulation and outer coil, exhibited a cut approximately 8cm from the is-1 end; likely induced damages incurred during the lead's explant. Testing was completed to assess leads electrical performance, at which time the lead was not electrically continous however, x-ray imaging confirmed no lead fractures. Laboratory analysis did identify lead damages which likely were incurred at explant; however did not identify any lead anomalies which could have caused the reported clinical observations.